Event description:
The customer reported via phone call that the display on the insulin pump went blank and she couldn't turn it back on. Customer stated that the insulin pump is cracked by the battery cap. Blood glucose value was 119 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted. The insulin pump powered up properly after battery installation and the operating currents are within specification. No damage on the lcd isolation tape noted. The insulin pump was received with cracked case battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.